Event description:
On (B)(6) 2012, a pharmacist contacted lifescan (lfs) on behalf of the patient/lay user alleging the patient's onetouch ultramini meter was powering off during use and then only displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The reporter advised the cca that the alleged issue began on (B)(6) 2012 at approximately 1pm. The patient reportedly manages his diabetes with actos pills 30mg, along with diet and exercise and reportedly continued with his usual diabetes management routine in response to the alleged issue. The reporter stated at an unknown time after the alleged issue occurred the patient developed symptoms of "dizziness and sweating" and self-treated with an actos pill later that day at approximately 5pm. The patient reportedly tested on another device at an unspecified time but could not recall the result obtained. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the age of the battery and meter usage, the battery did not yet need to be replaced. The alleged issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a capacitor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.